Event description:
Info received indicates, the head siderails are only locking intermittently.

Manufacturer narrative:
The tech replaced the head siderails to repair the bed. Hill-rom initiated a field corrective action, internally known as "mod 414" which replaced the siderails with corrected units.